Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
Patient representative reported "afraid of developing cancer and was diagnosed with capsular contracture baker grade IV in the left breast during an ultrasound. Ultrasound was performed due to pain. Patient suffers from pain while lying on the left side and on the stomach and during certain movements as a professional dancer. Left breast is hard and deformed. Patient also suffers from psychological stress due to possible negative effects the devices could have on their body and profession." The device remains implanted.